Manufacturer narrative:
A case of unable to set ipg to MRI mode due to low voltage was reported to abbott. The patient's rep confirmed the battery voltage was low. The patient opted to replace their ipg with a competitor system, and it is unknown when surgery will occur. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the elective replacement indicator (eri) message displayed for the ipg. It is unknown if the ipg depleted prematurely. In turn, surgical intervention may be pending to address the issue.